Event description:
The center reported that the patient's device was intermittent. Testing performed by the center failed to establish lock with the internal device. Surgery to explant the device is to be scheduled.